Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you describe the surgeon initial technique with stratafix spiral suture? Was single strand of stratafix spiral suture used? What tissue was the stratafix spiral suture used on? What was the condition of the fascia tissue where suture was used (normal, diseased, weakened)? What date (post op) did the patient return with dehiscence? Can you describe how much of the vaginal cuff was open? What is the surgeon opinion as to relationship of the stratafix suture and the patient dehiscence? Can you describe the appearance of the suture during the second procedure? Was the suture found broken, can you identify where (termination, middle, end)? Was the suture intact and tore through the tissue? Do you have the status of suture for evaluation? What are the patient, age, weight and bmi? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6)2017 and a barbed suture was used. The patient experienced a cuff dehiscence and underwent re-operation. Additional information has been requested.